Manufacturer narrative:
A review of the eplex bcid-gp panel test run information for the alleged sample showed that a signal above threshold was detected from each amplification reaction and internal controls were successful, indicating that valid results were generated. The review also showed a low signal for the enterococcus faecalis target which did not breach the detection threshold of the assay. The broad enterococcus assay target was also negative. This assay target will detect enterococcus faecalis, however, its primary purpose is to detect non-faecalis/faecium enterococcus species. An internal review of qc release data for the affected lot confirmed that the lot met the established qc release specifications. No run malfunction was observed and the eplex instrument was working within specifications. The investigation did not identify a product problem.

Manufacturer narrative:
The instrument's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification panel - gram positive (bcid-gp) panel for 1 patient sample on an eplex system. It was reported that enterococcus faecalis was detected in culture and the bcid-gp test result was negative.